Manufacturer narrative:
As no further information is expected, our investigation is complete. This report will updated should further information become available.

Event description:
It was reported that this right atrial lead exhibited loss of capture. This lead was unable to be repositioned, therefore was surgically abandoned and replaced. No additional adverse patient effects were reported.